Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, there was an unexpected post-op refractive outcome and the iol rotated off axis. The iol was exchanged one month after implantation for a lens of same spherical power, but different cylinder power. Additional info was requested.